Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alerts were met and r-wave amplitude measurement issue. Evidence of non-physiologic oversensing observed on stored electrocardiogram (egms). Lead failure predictor triggered on (B)(6) 2015 for v-sics and nsts. R-wave amplitude drops from over 12mv to less than 3mv between (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a lead warning and integrity alert due to short v-v delay. The r-wave value dropped and the threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.